Event description:
It was reported that the respiratory therapist (rt) entered the room to check patient and ventilator. The patient was pointing to his endotracheal tube, he was motioning that he couldn¿t breathe. The rt immediately looked at the ventilator and found it to not be cycling and not alarming. The gui and quick access keys were nonresponsive. The expiratory pause button was highlighted in blue. The rt removed the patient from ventilator and placed him on manual resuscitation. Pt was then placed on another ventilator in which he was extubated about 10-15 minutes later. No harm to patient was reported. After the patient was removed from the ventilator, they found that moving the cable attached to the user interface made the screen active again, however the ventilator still did not cycle. It was also noticed there was a broken retaining screw on the user interface cable. The biomedical engineer reconnected the cable. He performed device check on the ventilator and ventilator passed all testing.

Manufacturer narrative:
Nihon kohden (B)(4) will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
See attached follow up summary report.